Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to reproduce the reported issue. The electronic record were reviewed and it was verified that the device had experienced two unexpected losses of power. After replacing the battery pins and the smart battery contact as preventive measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined. The customer later confirmed that the patient was a 40-year-old male and the event date was (B)(6) 2019.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly powered off twice during resuscitation of a patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
The initial medwatch report should indicate: manufacturing date ¿ 10/06/2015.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly powered off twice during resuscitation of a patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly powered off twice during resuscitation of a patient.. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.